Manufacturer narrative:
Unit power up properly after battery installation. No missing segments or partial display anomalies were noted. Unit received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the dat test at 0.08740 inches. No unexpected battery alarms were noted including failed battery, low battery or weak battery.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance on one occasion and got hospitalized due to low blood glucose on june 19, 2018 with blood glucose of 33 and 20 mg/dl at the time of the incidents. The customer was at 275 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. The caller reported the pump screen was showing lines and would go on and off. The pump alarm history had weak battery, battery out, and bad battery alarms. Troubleshooting was not completed as the caller declined. The insulin pump will be returned for analysis. Frn- model unknown ¿ reservoir